Event description:
The device was explanted when infection due to erosion was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records analysis found the returned ICD to be above eri. Visual inspection revealed normal device characteristics. No anomalous behavior was observed.